Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a pt the device's pacer setting would reset the zero. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.